Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts, who provided information on how to reset the pump, and the caller successfully reset it without recurrence of the malfunction code. The customer was instructed to continue using the pump and to call back if the issue reoccurs.